Event description:
It was reported that this right ventricular (rv) lead exhibited a decrease in pacing impedance measurements measuring, from 500 ohms to 280 ohms when performing a post-operative check prior to discharge. Additionally, it was noted that thresholds increased to 6.0v. Subsequently, surgical intervention was performed, and the physician decided to re-position the lead. The lead was removed from the main unit and then re-connected, and thresholds were then normal within range. At this time, the lead remains in service. No additional adverse patient effects were reported.